Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tubes") and genital haemorrhage ("heavy bleeding/ abnormal bleeding (general)") in a 44-year-old female patient who had essure (batch no. B66017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dyspareunia, pruritus and hypertension. Previously administered products included for an unreported indication: nuvaring. Past adverse reactions to the above products included skin irritation with nuvaring. Concurrent conditions included obesity, abdominal tenderness, shellfish allergy, urinary tract infection, sinusitis, upper respiratory infection, tooth abscess, yeast infection, cervicitis, adenomyosis and perineal pain. Concomitant products included hydrochlorothiazide and venlafaxine (effexor). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, abdominal pain and pelvic pain, genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain/ dysmenorrhea (cramping)"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), menorrhagia ("excessive and abnormal bleeding during menstruation / prolonged menses/ abnormal bleeding (menorrhagia)"), headache ("severe headaches/ headaches"), back pain ("severe back pain"), rash ("rashes"), pruritus ("itching"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraine"), nausea ("nausea") and skin disorder ("skin conditions"). The patient was treated with ibuprofen and surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy with removal of essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, genital haemorrhage, dyspareunia, back pain and pruritus had not resolved, the dysmenorrhoea, rash, fatigue, vaginal haemorrhage and nausea had resolved and the menorrhagia, headache, migraine and skin disorder outcome was unknown. The reporter considered back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pruritus, rash, skin disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms. She was forced to undergo a major surgery as a result of her essure implants. She has been left with serious injuries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion on (B)(6) 2013, exam: uterus tender to palpation. Assessment: pelvic inflammatory disease. On (B)(6) 2014, insertion details, presents for insertion of bilateral essure fallopian tube micro-inserts for permanent sterilization. Procedure: both tubal ostia seen clearly, successful bilateral placement of the essure micro-inserts. Coils that appeared to be trailing, 3. Identical steps undertaken in opposite tube. Number of coils that appeared to be trailing was 3. On (B)(6) 2015, pelvic ultrasound results: right essure coil looks to be in appropriate location; difficult to see left coils. Right essure coil was easy to see and appears to be in correct position. Left essure coil was harder to see, but looks to be in correct position. Dominant follicle left ovary. On (B)(6) 2015: hysterosalpingogram, comparison to (B)(6) 2014. Findings: tubal ligation device noted with the left ejecting over the left pelvis and right projecting over the mid sacrum. These are unchanged in position compared to the prior study. Impression: tubal occlusive devices in place without filling distally. On (B)(6) 2016, surgical pathology report, uterus, cervix, right and left fallopian tubes - acute and chronic cervicitis. - adenomyosis. - right and left fallopian tube no specific histology. - extruding essure device. Gross: right tube was 7.5 cm in length and average diameter of 0.3 cm. Left fallopian tube was 7 cm in length and average diameter of 0.3 cm. Both were unremarkable. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain lower, vaginal haemorrhage, menorrhagia, pelvic pain, fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint update incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tubes") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, abdominal pain and pelvic pain, genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain"), dyspareunia ("dyspareunia"), menorrhagia ("excessive and abnormal bleeding during menstruation / prolonged menses"), headache ("severe headaches"), back pain ("severe back pain"), rash ("rashes"), pruritus ("itching") and fatigue ("fatigue"). The patient was treated with surgery (undergo a hysterectomy and bilateral salpingectomy with removal of the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, genital haemorrhage, dysmenorrhoea, dyspareunia, back pain, rash, pruritus and fatigue had not resolved and the menorrhagia and headache outcome was unknown. The reporter considered back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, pruritus and rash to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms. She was forced to undergo a major surgery as a result of her essure implants. She has been left with serious injuries. Quality-safety evaluation of ptc: sample no available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 15-nov-2017: events "severe abnormal menstrual pain, heavy bleeding, severe lower abdominal and pelvic pain, severe back pain, rashes and itching, fatigue, dyspareunia, and perforation of fallopian tubes are added. Events "prolonged menses and cramping" are added. Reporter information , reporter causality comment updated. Indication updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tubes") and genital haemorrhage ("heavy bleeding/ abnormal bleeding (general)") in a female patient who had essure (batch no. B66017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dyspareunia and pruritus. Previously administered products included for an unreported indication: nuvaring. Past adverse reactions to the above products included skin irritation with nuvaring. Concurrent conditions included obesity, abdominal tenderness, shellfish allergy, urinary tract infection, sinusitis, upper respiratory infection, tooth abscess, yeast infection, cervicitis, adenomyosis and perineal pain. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, abdominal pain and pelvic pain, genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain/ dysmenorrhea (cramping)"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), menorrhagia ("excessive and abnormal bleeding during menstruation / prolonged menses/ abnormal bleeding (menorrhagia)"), headache ("severe headaches/ headaches"), back pain ("severe back pain"), rash ("rashes"), pruritus ("itching"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraine"), nausea ("nausea") and skin disorder ("skin conditions"). The patient was treated with ibuprofen and surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy with removal of essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, genital haemorrhage, dysmenorrhoea, dyspareunia, back pain, rash, pruritus and fatigue had not resolved and the menorrhagia, headache, vaginal haemorrhage, migraine, nausea and skin disorder outcome was unknown. The reporter considered back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pruritus, rash, skin disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms.she was forced to undergo a major surgery as a result of her essure implants. She has been left with serious injuries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion on (B)(6) 2013, exam: uterus tender to palpation. Assessment: pelvic inflammatory disease. On (B)(6) 2014, insertion details, presents for insertion of bilateral essure fallopian tube micro-inserts for permanent sterilization. Procedure: both tubal ostia seen clearly, successful bilateral placement of the essure micro-inserts. Coils that appeared to be trailing, 3. Identical steps undertaken in opposite tube. Number of coils that appeared to be trailing was 3. On (B)(6) 2015, pelvic ultrasound results: right essure coil looks to be in appropriate location; difficult to see left coils. Right essure coil was easy to see and appears to be in correct position. Left essure coil was harder to see, but looks to be in correct position. Dominant follicle left ovary. On (B)(6) 2015: hysterosalpingogram, comparison to (B)(6) 2014. Findings: tubal ligation device noted with the left ejecting over the left pelvis and right projecting over the mid sacrum. These are unchanged in position compared to the prior study. Impression: tubal occlusive devices in place without filling distally. On (B)(6) 2016, surgical pathology report, uterus, cervix, right and left fallopian tubes acute and chronic cervicitis. Adenomyosis. Right and left fallopian tube no specific histology. Extruding essure device. Gross: right tube was 7.5 cm in length and average diameter of 0.3 cm. Left fallopian tube was 7 cm in length and average diameter of 0.3 cm. Both were unremarkable. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain lower, vaginal haemorrhage, menorrhagia, pelvic pain, fallopian tube perforation. Most recent follow-up information incorporated above includes: on 15-mar-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number was added. Events abnormal bleeding (general), dysmenorrhea (cramping), pain, dyspareunia (painful sexual intercourse), headaches, abnormal bleeding (menorrhagia) were clubbed with previously reported events. Events vaginal haemorrhage, migraine, nausea, skin disorder were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tubes') and genital haemorrhage ('heavy bleeding/ abnormal bleeding (general)') in a 44-year-old female patient who had essure (batch no. B66017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspareunia, pruritus and hypertension. On (B)(6) 2013, exam: uterus tender to palpation. Assessment: pelvic inflammatory disease. On (B)(6) 2014, insertion details, presents for insertion of bilateral essure fallopian tube micro-inserts for permanent sterilization. Procedure: both tubal ostia seen clearly, successful bilateral placement of the essure micro-inserts. Coils that appeared to be trailing, 3. Identical steps undertaken in opposite tube. Number of coils that appeared to be trailing was 3. On (B)(6) 2015, pelvic ultrasound results: right essure coil looks to be in appropriate location; difficult to see left coils. Right essure coil was easy to see and appears to be in correct position. Left essure coil was harder to see, but looks to be in correct position. Dominant follicle left ovary. On (B)(6) 2015: hysterosalpingogram, comparison to (B)(6) 2014. Findings: tubal ligation device noted with the left ejecting over the left pelvis and right projecting over the mid sacrum. These are unchanged in position compared to the prior study. Impression: tubal occlusive devices in place without filling distally. On (B)(6) 2016, surgical pathology report, uterus, cervix, right and left fallopian tubes. Acute and chronic cervicitis. Adenomyosis. Right and left fallopian tube no specific histology. Extruding essure device. Gross: right tube was 7.5 cm in length and average diameter of 0.3 cm. Left fallopian tube was 7 cm in length and average diameter of 0.3 cm. Both were unremarkable. Previously administered products included for an unreported indication: nuvaring. Past adverse reactions to the above products included skin irritation with nuvaring. Concurrent conditions included obesity, abdominal tenderness, shellfish allergy, urinary tract infection, sinusitis, upper respiratory infection, tooth abscess, yeast infection, cervicitis, adenomyosis and perineal pain. Concomitant products included hydrochlorothiazide and venlafaxine hydrochloride (effexor). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, abdominal pain and pelvic pain, genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain/ dysmenorrhea (cramping)"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), menorrhagia ("excessive and abnormal bleeding during menstruation / prolonged menses/ abnormal bleeding (menorrhagia)"), headache ("severe headaches/ headaches"), back pain ("severe back pain"), rash ("rashes"), pruritus ("itching"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraine"), nausea ("nausea"), skin disorder ("skin conditions") and allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain"). The patient was treated with ibuprofen and surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy with removal of essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, genital haemorrhage, dyspareunia, back pain and pruritus had not resolved, the dysmenorrhoea, rash, fatigue, vaginal haemorrhage and nausea had resolved and the menorrhagia, headache, migraine, skin disorder, allergy to metals and weight increased outcome was unknown. The reporter considered allergy to metals, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pruritus, rash, skin disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms. She was forced to undergo a major surgery as a result of her essure implants. She has been left with serious injuries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain lower, vaginal haemorrhage, menorrhagia, pelvic pain, fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs received- new events added: nickel allergy, weight gain were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformities data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc (ptc global number: (B)(4)) received on 14-dec-2016: sample no available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. No further information was provided. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and sometime after the procedure, experienced severe abdominal pain. She underwent a hysterectomy and bilateral salpingectomy one year and a half later. This event is anticipated according to the reference safety information for essure. Considering the implied temporal relationship and the absence of alternative explanation, causal relationship with essure device cannot be excluded. Since surgical intervention was required, this case is regarded as incident. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tubes") and genital haemorrhage ("heavy bleeding/ abnormal bleeding (general)") in a female patient who had essure (batch no. B66017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dyspareunia and pruritus. Previously administered products included for an unreported indication: nuvaring. Past adverse reactions to the above products included skin irritation with nuvaring. Concurrent conditions included obesity, abdominal tenderness, shellfish allergy, urinary tract infection, sinusitis, upper respiratory infection, tooth abscess, yeast infection, cervicitis, adenomyosis and perineal pain. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, abdominal pain and pelvic pain, genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain/ dysmenorrhea (cramping)"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), menorrhagia ("excessive and abnormal bleeding during menstruation / prolonged menses/ abnormal bleeding (menorrhagia)"), headache ("severe headaches/ headaches"), back pain ("severe back pain"), rash ("rashes"), pruritus ("itching"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraine"), nausea ("nausea") and skin disorder ("skin conditions"). The patient was treated with ibuprofen and surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy with removal of essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, genital haemorrhage, dysmenorrhoea, dyspareunia, back pain, rash, pruritus and fatigue had not resolved and the menorrhagia, headache, vaginal haemorrhage, migraine, nausea and skin disorder outcome was unknown. The reporter considered back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pruritus, rash, skin disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms.she was forced to undergo a major surgery as a result of her essure implants.she has been left with serious injuries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.8 kg/sqm. Hysterosalpingogram - on 16-dec-2015: total bilateral occlusion on (B)(6) 2013, exam: uterus tender to palpation. Assessment: pelvic inflammatory disease. On (B)(6) 2014, insertion details, presents for insertion of bilateral essure fallopian tube micro-inserts for permanent sterilization. Procedure: both tubal ostia seen clearly, successful bilateral placement of the essure micro-inserts. Coils that appeared to be trailing, 3. Identical steps undertaken in opposite tube. Number of coils that appeared to be trailing was 3. On (B)(6) 2015, pelvic ultrasound results: right essure coil looks to be in appropriate location; difficult to see left coils. Right essure coil was easy to see and appears to be in correct position. Left essure coil was harder to see, but looks to be in correct position. Dominant follicle left ovary. On (B)(6) 2015: hysterosalpingogram, comparison to (B)(6) 2014. Findings: tubal ligation device noted with the left ejecting over the left pelvis and right projecting over the mid sacrum. These are unchanged in position compared to the prior study. Impression: tubal occlusive devices in place without filling distally. On 21-apr-2016, surgical pathology report, uterus, cervix, right and left fallopian tubes - acute and chronic cervicitis. - adenomyosis. - right and left fallopian tube no specific histology. - extruding essure device. Gross: right tube was 7.5 cm in length and average diameter of 0.3 cm. Left fallopian tube was 7 cm in length and average diameter of 0.3 cm. Both were unremarkable. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain lower, vaginal haemorrhage, menorrhagia, pelvic pain, fallopian tube perforation. Most recent follow-up information incorporated above includes: on 15-mar-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number was added. Events abnormal bleeding (general), dysmenorrhea (cramping), pain, dyspareunia (painful sexual intercourse), headaches, abnormal bleeding (menorrhagia) were clubbed with previously reported events. Events vaginal haemorrhage, migraine, nausea, skin disorder were newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer/ attorney in the united states, on behalf of a plaintiff in united states on 18-nov-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 for permanent contraception. Sometime after implant of the essure device plaintiff began to experience one or more of the following symptoms including but not t limited to severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, abdominal pain, pain during intercourse, headaches, allergic reaction, mood swings, migration of the device, unwanted pregnancy and fatigue. She reported to her healthcare provider that she was experiencing severe headaches, severe abdominal pain and excessive and abnormal bleeding during menstruation. On (B)(6) 2016, plaintiff saw her physician and underwent a hysterectomy and bilateral salpingectomy. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and sometime after the procedure, experienced severe abdominal pain she underwent a hysterectomy and bilateral salpingectomy one year and a half later. This event is anticipated according to the reference safety information for essure. Considering the implied temporal relationship and the absence of alternative explanation, causal relationship with essure device cannot be excluded. Since surgical intervention was required, this case is regarded as incident. Technical analysis has been requested. Further information will be obtained through litigation process.